Event description:
Device was returned for repair only. Upon receipt it was noted that the inner tip was free from the device and missing. Co's contact at the hospital stated that the tip had come free during use in surgery but was retrieved without incident.